Manufacturer narrative:
H6 evaluation conclusion code clarification: per the instructions for use, the user is to allow a minimum of 30 seconds for the balloon to deflate, however it was reported that the balloon was only deflated for 10 seconds.

Event description:
It was reported that difficulty removal occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent (des) was selected for treatment. The balloon was inflated at nominal pressure for 30 seconds to implant the stent. The balloon was then fully deflated for 10 seconds. However, the balloon became stuck and failed to retract. The device was eventually removed using a guide extension catheter, and the procedure was completed. There were no patient complications reported. It was noted that the catheter hypotube was kinked.

Event description:
It was reported that difficulty removal occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent (des) was selected for treatment. The balloon was inflated at nominal pressure for 30 seconds to implant the stent. The balloon was then fully deflated for 10 seconds. However, the balloon became stuck and failed to retract. The device was eventually removed using a guide extension catheter, and the procedure was completed. There were no patient complications reported. It was noted that the catheter hypotube was kinked.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.